Event description:
It was reported that during a supply change the user experienced confusion and difficulty proceeding, with an attempted walkthrough taking over 40 minutes and uncertainty whether the issue was due to supplies or user operation; the device reportedly presented an alarm or restart/malfunction that was not resolved, and troubleshooting and education were completed without identifying alerts on the system. Symptoms included user confusion during device use. Outcomes included interruption of normal use and the need to halt the process pending new supplies. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and suggested potential user handling or supply-related issues, though the precise cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a device, user, or supply fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.